Manufacturer narrative:
H.10: through follow-up communication under previous complaints from the same hospital, livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition, it was learned that the device is stored full of water and hydrogen peroxide level is checked daily. Reportedly, during week-ends it is checked only if the device is operated and this is not in accordance with device instruction for use which prescribes daily monitoring of h2o2. This deviation may have led/contributed to the reported high bacterial count.

Event description:
See initial report.

Manufacturer narrative:
H.10: considering the collected information, possible causes of the reported event can be related to: unsuccessful deep disinfection process. As stated in the previous report, this potential root cause can be reasonably ruled out. The post deep disinfection (post-dd) tests conducted at the manufacturer site before device being released to the customer, demonstrate that the deep disinfection process was successful. False positive due to contamination of water samples during sampling process. This potential root cause can be excluded. Indeed, the affected device was received to the manufacturer site to perform deep disinfection. As part of the process, the device was tested prior performing deep cleaning procedure and laboratory results confirmed the condition reported by the customer. The device was found to have a high bacterial count (2.0e5 cfu found for hpc count). Transportation damage leading to loss of packaging integrity. This potential root cause can be reasonably ruled out. Through follow-up communication, livanova learned that the device packaging was not damaged when arrived. Contamination during installation at customer facility. This potential root cause cannot be ruled out. Based on the current level of information, the potential root causes of the reported event can be transportation damage, contamination during installation at customer facility. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H.10: cultures test results performed post deep disinfection conducted before sending the device to customer showed values within specification limits. The device is still pending return to the manufacturer site in order to verify the reported condition. Based on information currently available, the root cause could not be determined. However, a contamination of the samples cannot be excluded as well as contaminated tap water. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to have an high bacterial count. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (B)(4). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices: (B)(4). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.